Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The device malfunctioned at the system leak test and when opening pump, they found a significant amount of metal debris on one side. They also found five mini ball bearings loose in the bottom of the ventilator. The linear bearings on one side of the pump were found damaged. The pump assembly was replaced and the faulty one was scrapped. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator exhibited a ¿check circuit¿ alarm, and became noisy. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.